Manufacturer narrative:
Investigation summary: three photos were received for the customer's complaint of separation. The photos clearly show the separation between different tubing and verify the failure. The manufacturing plant was contacted to investigate further, and find a possible root cause. The most likely root cause is due to personnel incorrectly following assembly procedure at time of assembly. There has been two quality notifications initiated before the receipt of this complaint. First- to reinforce the segregation of materials that do not fit correct dimensions (ie tubing that fall outside of specified inner/outer diameter) before assembly. The second was a meeting with assembly team to further train on the instructions of assembly. These changes occurred after the production of this set but were initiated to eliminate further occurrences of this failure. The exact root cause of separation is unknown without a physical sample for investigation. Device history record review for model 10013072 lot number 22115368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that during use with bd alaris¿ lvp 20d low sorb 2ss cv the tubing set separated below the drip chamber. This is the 3rd of 4 instances. The following information was provided by the initial reporter: it was reported by customer that they have had 4 tubing set failures with the attached bd optima cstd in the oncology infusion center. 5/18/23 bd alaris pump infusion set low sorbing tubing (pe lined) back check valve, two smartsite y-sites: ref: 10013072. Lot: (10)22115368. Exp: 2025-11-17. Docetaxel. Below drip chamber failure ¿ tubing bond failure.

Event description:
It was reported that during use with bd alaris¿ lvp 20d low sorb 2ss cv the tubing set separated below the drip chamber. This is the 3rd of 4 instances. The following information was provided by the initial reporter: it was reported by customer that they have had 4 tubing set failures with the attached bd optima cstd in the oncology infusion center. (B)(6) 2023 bd alaris pump infusion set low sorbing tubing (pe lined) back check valve, two smartsite y-sites/ o ref: 10013072. O lot: (10)22115368. Exp: 2025-11-17. O docetaxel. O below drip chamber failure ¿ tubing bond failure.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.